Event description:
It was reported that revision surgery was performed due to elevated metal ion levels, a soft tissue reaction and bone erosion. The devices were reportedly well fixed.

Event description:
It was reported that revision surgery was performed due to elevated cobalt and chromium levels. The devices had been implanted for 6 years.